Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury and device malfunction. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after replacement of the second ett cuff (8.0mm) was placed it was later removed on (B)(6) 2017, as the [micro]cuff appeared to have been damaged/tore/etc. From the tube itself possibly from gastric acid contents just like the first ett tube had done. It was stated that the physician had to peel some cuff material from the pharynx again. The second tube 8.0mm microcuff tube was saved and was replaced with a competitors¿ product. Photos were provided regarding the reported complaint issue. No further details have been provided.